Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 487 mg/dl with symptoms of excess thirst and urination. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter reviewed the pump with a customer technical support representative and found no mechanical failure of the pump. The reporter stated that the delivered boluses were being manually calculated. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of use error of the device.